Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
No flow was noted post procedure after use of a coronary orbital atherectomy device (oad), and balloon angioplasty. The target lesion was located between the proximal and mid side of left anterior descending artery (lad). The lesion was severely calcified with a vessel diameter of 2.5-3.0 mm. The oad was operated four times on low speed for 15 seconds each. The patient remained hemodynamically stable, and the oad was operated as it advanced from the proximal side of the lesion to the distal side. The patient reported they were short of breath and the oad was retracted backwards. An angiogram was performed and it showed good flow without any issues. The oad was re-inserted and was operated on low two more times for 15 seconds each. The oad was removed and an angiogram was performed again which revealed good flow and no evidence of any issues. Balloon angioplasty was performed and after three inflations an angiogram revealed no flow in the mid to distal side of the lad. Additional balloon inflations were performed and stents were attempted to cross, but were initially unsuccessful. Balloon angioplasty was continued to be performed and finally they were able to cross a stent and inflate it to the lad. This additional work in the lad led the patient to go into ventricular fibrillation twice, they coded and shocks and cardiopulmonary resuscitation were performed, and an iabp was inserted. The patient was sent to surgery for a 3 vessel bypass. The patient was discharged and reported to be well. Per the physician, the reason for the outcome of the reported issue is unknown.